Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 440 mg/dl. The customer stated that the meter is stating that blood glucose went over to the pump and does not know if he treated. The customer also stated that he is brittle and had blood glucose reading of 36 mg/dl. The customer treated by eating lunch. The customer was confirmed of the meter ID. The customer was advised to test blood glucose. The customer was successful at seeing the reading go over to the pump.